Event description:
This unsolicited case from united states was received on 16-jan-2018 from patient. This case concerns a (B)(6) female patient who received treatment with synvisc one and on the same day after 4 hours had inflammation; after unknown latency could not place any weight on the right knee and had to use walker to get around. No concomitant medication was provided. Patient had osteoarthritis. Patient had some problems with the right knee. Patient said several years prior she had synvisc-one administered in her left knee for osteoarthritis but did not have any problems. Patient was able to bear weight before injection. Patient did not have any prosthetic device e.g. Prosthetic hip/ knee, prosthetic valve, pacemaker and or defibrillator. Patient had no previous/concomitant treatment with immunosuppressants. Patient had no allergy history: avian proteins, feathers, or egg products. On (B)(6) 2017, at 10:00 am the patient initiated treatment with intra-articular synvisc one injection at a dose of 6 ml once (batch/lot number and expiry date: unknown) for osteoarthritis in right knee. Patient entered the exam room, sat on the exam table, the disinfected the right knees area, patient did not know the physician found the right area on her right knee to give the injection, after the injection, she got up and walked off the table with no assistants. On the same day, patient started experiencing severe pain and inflammation at 2:00 pm the same day (latency: 4 hours). Patient stated that the physician told her to ice and elevate the right knee. Patient said she also took paracetamol (tylenol extra-strength) q 4 to 6 hr prn. On the same day, after unknown latency, patient said she had to use a walker to get around. Patient said the pain was the most severe for a 24 hour period. Patient said the next day ((B)(6) 2017), the pain and swelling was getting better everyday afterwards. Patient said after a week, she was able to walk around, without a walker, with little pain or swelling. Patient said she can put weight on the right knee but still has some problems with the right knee which were the same problems she had prior to the injection. Patient did not engage in activities such as jogging or tennis soon after the injection. Patient said the knee was normal size prior to injection but swelled to twice the size of original right knee after the injection. Patient was not able to bear weight after injection. It was reported that the pain level after the injection was 12. A week after the injection patient started to get around and the pain and swelling was subsiding. Corrective treatment: walker for had to use walker to get around; ice and elevate; paracetamol (tylenol extrastrength) for inflammation; not reported for could not place any weight on the right knee outcome: recovering for inflammation; recovered for rest events a pharmaceutical technical complaint (ptc) was initiated and results were pending for the same seriousness criteria: disability for had to use walker to get around. Pharmacovigilance comment: sanofi company comment dated 24-jan-2018: this case concerns a patient who received treatment with synvisc one and later was not able to walk and bear weight due to knee pain and swelling. A significant temporal relationship can be established and causal role of suspect product cannot be denied in occurrence of the event. However, due to lack of information regarding concurrent condition, past drug and concomitant medications complete medical assessment of the case is difficult. Also, patient's underlying condition and advancing age is a confounding factor for the event.

Event description:
This unsolicited case from united states was received on 16-jan-2018 from patient this case concerns a 61 year old female patient who received treatment with synvisc one and on the same day after 4 hours had inflammation; after unknown latency could not place any weight on the right knee and had to use walker to get around patient had osteoarthritis. Patient had some problems with the right knee. Patient said several years prior she had synvisc-one administered in her left knee for osteoarthritis but did not have any problems. Patient was able to bear weight before injection. Patient did not have any prosthetic device e.g. Prosthetic hip/ knee, prosthetic valve, pacemaker and or defibrillator. Patient had no previous/concomitant treatment with immunosuppressants. Patient had no allergy history: avian proteins, feathers, or egg products. Concomitant medications included escitalopram oxalate (escitalopram) for anxiety; metformin hydrochloride (metformin) for diabetes; losartan potassium (losartan) for blood pressure and rosuvastatin for cholesterol on (B)(6) 2017, at 10:00 am the patient initiated treatment with intra-articular synvisc one injection at a dose of 6 ml once for osteoarthritis in right knee. Patient entered the exam room, sat on the exam table, the disinfected the right knees area, patient did not know the physician found the right area on her right knee to give the injection, after the injection, she got up and walked off the table with no assistants. On the same day, patient started experiencing severe pain and inflammation at 2:00 pm the same day (latency: 4 hours). Patient stated that the physician told her to ice and elevate the right knee. Patient said she also took paracetamol (tylenol extra-strength) q 4 to 6 hr prn. On the same day, after unknown latency, patient said she had to use a walker to get around. Patient said the pain was the most severe for a 24 hour period. Patient said the next day ((B)(6) 2017), the pain and swelling was getting better everyday afterwards. Patient said after a week, she was able to walk around, without a walker, with little pain or swelling. Patient said she can put weight on the right knee but still has some problems with the right knee which were the same problems she had prior to the injection. Patient did not engage in activities such as jogging or tennis soon after the injection. Patient said the knee was normal size prior to injection but swelled to twice the size of original right knee after the injection. Patient was not able to bear weight after injection. It was reported that the pain level after the injection was 12. A week after the injection patient started to get around and the pain and swelling was subsiding. Corrective treatment: walker for had to use walker to get around; ice and elevate; paracetamol (tylenol extrastrength) for inflammation; not reported for could not place any weight on the right knee outcome: recovering for inflammation; recovered for rest events a global pharmaceutical technical complaint (ptc) number is 52019. The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reported with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: disability for had to use walker to get around additional information received on 20-feb-2018 from patient. Concomitant medications was added. Clinical course updated. Text was amended accordingly. Additional information received on 02-mar-2018. Global ptc number was added and ptc results were added. Pharmacovigilance comment: sanofi company comment for follow up dated 02-mar-2018: follow up received doesnot change previous case assessment. This case concers a patient who received treatment with synvisc one and later was not able to walk and bear weight due to knee pain and swelling. A significant temporal relationship can be established and causal role of suspect product cannot be denied in occurrence of the event. However, due to lack of information regarding concurrent condition, past drug and concomitant medications complete medical assessment of the case is difficult. Also, patient's underlying condition and advancing age is a cofounding factor for the event.

Event description:
This unsolicited case from united states was received on 16-jan-2018 from patient this case concerns a (B)(6) year old female patient who received treatment with synvisc one and on the same day after 4 hours had inflammation; after unknown latency could not place any weight on the right knee and had to use walker to get around patient had osteoarthritis. Patient had some problems with the right knee. Patient said several years prior she had synvisc-one administered in her left knee for osteoarthritis but did not have any problems. Patient was able to bear weight before injection. Patient did not have any prosthetic device e.g. Prosthetic hip/ knee, prosthetic valve, pacemaker and or defibrillator. Patient had no previous/concomitant treatment with immunosuppressants. Patient had no allergy history: avian proteins, feathers, or egg products. Concomitant medications included escitalopram oxalate (escitalopram) for anxiety; metformin hydrochloride (metformin) for diabetes; losartan potassium (losartan) for blood pressure and rosuvastatin for cholesterol on (B)(6) , at 10:00 am the patient initiated treatment with intra-articular synvisc one injection at a dose of 6 ml once for osteoarthritis in right knee. Patient entered the exam room, sat on the exam table, the disinfected the right knees area, patient did not know the physician found the right area on her right knee to give the injection, after the injection, she got up and walked off the table with no assistants. On the same day, patient started experiencing severe pain and inflammation at 2:00 pm the same day (latency: 4 hours). Patient stated that the physician told her to ice and elevate the right knee. Patient said she also took paracetamol (tylenol extra-strength) q 4 to 6 hr prn. On the same day, after unknown latency, patient said she had to use a walker to get around. Patient said the pain was the most severe for a 24 hour period. Patient said the next day ((B)(6) 2017), the pain and swelling was getting better everyday afterwards. Patient said after a week, she was able to walk around, without a walker, with little pain or swelling. Patient said she can put weight on the right knee but still has some problems with the right knee which were the same problems she had prior to the injection. Patient did not engage in activities such as jogging or tennis soon after the injection. Patient said the knee was normal size prior to injection but swelled to twice the size of original right knee after the injection. Patient was not able to bear weight after injection. It was reported that the pain level after the injection was 12. A week after the injection patient started to get around and the pain and swelling was subsiding. Corrective treatment: walker for had to use walker to get around; ice and elevate; paracetamol (tylenol extrastrength) for inflammation; not reported for could not place any weight on the right knee outcome: recovering for inflammation; recovered for rest events a pharmaceutical technical complaint (ptc) was initiated and results were pending for the same seriousness criteria: disability for had to use walker to get around additional information received on 20-feb-2018 from patient. Concomitant medications was added. Clinical course updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 20-feb-2018: follow up received doesnot change previous case assessment. This case concers a patient who received treatment with synvisc one and later was not able to walk and bear weight due to knee pain and swelling. A significant temporal relationship can be established and causal role of suspect product cannot be denied in occurrence of the event. However, due to lack of information regarding concurrent condition, past drug and concomitant medications complete medical assessment of the case is difficult. Also, patient's underlying condition and advancing age is a cofounding factor for the event.